Event description:
It was reported to boston scientific corporation that an autocap rx was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, when a trapezoid basket was exiting the distal end of the scope, a plastic disc from the autocap rx was pushed out. The disc was retrieved using forceps. The procedure was completed using the original autocap. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4 and h4: the complainant could not provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: mdrf device code a0413 captures the reportable event of a plastic disc pushed out in the patient.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: mdrf device code a0413 captures the reportable event of a plastic disc pushed out in the patient. Block h11: additional information: block b5 event description has been updated with additional information received on august 31, 2023. Correction: block h1 type of reportable event has been corrected.

Event description:
It was reported to boston scientific corporation that an autocap rx was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, when a trapezoid basket was exiting the distal end of the scope, a plastic disc from the autocap rx was pushed out. The disc was retrieved, and the procedure was completed successfully. There were no patient complications reported as a result of this event. Additional information received on august 31, 2023: a lubrication was not used on the device.